Event description:
A report was received that a patient underwent a pocket revision due to pain. The physician relocated the pocket location. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a patient underwent a pocket revision due to pain. The physician relocated the pocket location. The patient is reportedly doing well following the procedure.